Event description:
Ureteral access sheath was passed over a wire that was directed to the superior pole of the left kidney with the flexible ureteroscope. Once the ureteral access sheath was passed up, the inner sheath and wire was removed. Surgeon noted 2cm at tip of ureteral access sheath introducer had broken off. Under fluoro guidance, and thirty minutes of basketing and grasping the tip was removed intact and matched to the remaining access catheter. No foreign bodies were retained in the left kidney collecting system. No harm to pt.